Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The touchscreen was tested, the failure was confirmed. The pil tech verified that the touchscreen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touchscreen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touchscreen, this investigation has resulted in a no problem found.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while preventative maintenance was being performed, it was observed that there wags misalignment in the touch position of the screen. There was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Since it was not resolved by calibrating the touchscreen, the pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.